Event description:
Per the clinic, the device was electively explanted on (B)(6) 2022 due to chronic pain at implant site. It is unknown if there are plans to reimplant the patient as of the date of this report.